Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a surgical procedure in which their lead was to be explanted and replaced. During the procedure, the physician was unable to implant the new lead due to the patient's anatomy. The patient may undergo another surgical procedure in which a paddle lead will be implanted.